Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. During the procedure, the right ventricular lead exhibited insulation breach. The lead also exhibited noise when connected to the new generator. High impedance and high threshold was also noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.